Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and was reporting not detected on bus. A field service engineer (fse) responded after customer contacted customer support center (csc) to open a case. Csc agent pulled log files and identified battery errors from the pyxis refrigerator. At csc¿s direction, the fse replaced the backup battery for the refrigerator. Additionally, replaced the router to improve data transmission efficiency. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, system was stuck on firmware validation check screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.